Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
During g3 surgery, the surgeon placed the nail and lag screw into the patient bone. Afterwards, the surgeon inserted the end cap. However, the end cap was not able to be tightened in the nail. Thus the surgeon changed the end cap to the end cap of length +5mm. The procedure was completed. After surgery, the surgeon confirmed there is no thread of one of the end cap.